Event description:
It was reported that during the surgery, the surgeon used the cannulated probe. The vertebral body of the patient bone sclerosis, so the surgeon hit the probe with a hammer. When the surgeon tried to pull out the internal probe k-wire, base of probe k-wire broke. The surgeon removed the broken probe k-wire.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; the k-wire was examined visually and confirmed to be broken. A similar complaint involving a k-wire breakage resulted in the k-wire being sent for material analysis, which determined that the k-wire broke through ductile overload at multiple fracture initiation sites. Furthermore, no manufacturing defects were observed on the device features during this analysis. The reported k-wire breakage was likely due to cantilever forces contributing to an overload at the fracture site.

Event description:
It was reported that during the surgery, the surgeon used the cannulated probe. The vertebral body of the patient bone sclerosis, so the surgeon hit the probe with a hammer. When the surgeon tried to pull out the internal probe k-wire, base of probe k-wire broke. The surgeon removed the broken probe k-wire.